Event description:
The patient underwent a revision surgery, (B)(6) 2024, to restore therapy. After the revision procedure was completed, a pneumothorax was observed post-operatively. Physician admitted the patient and placed a chest tube. The chest tube was removed 7 days later and patient was discharged. This resolved the issue.